Event description:
Info received indicates the head articulation functions are not working on the bed and the head section is in the full flat position.

Manufacturer narrative:
The technician isolated the issue to a worn hydraulic manifold. He replaced the hydraulic manifold to repair the bed.